Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm and weak battery alarm after battery change. The customer reported that the battery cap was very worn. The customer's blood glucose was 214 mg/dl at the time of call. The customer was advised that they will be sent a replacement battery cap. The insulin pump will not be returned for analysis.